Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) reached elective replacement indicator (eri) status and underwent ipg replacement. The physician indicated that the patient's stimulation settings were sufficiently power-intensive and may have contributed to earlier eri notification. Therefore, the ipg replacement was not considered to be related to a device malfunction or defect. The physician also expressed concern that, once the ipg reaches a certain remaining battery voltage, the remaining battery capacity may decline rapidly. Postoperatively, the patient's status was not reported. Information regarding return of the explanted device for analysis was not provided.